Manufacturer narrative:
Neither pt injury nor intervention reported/required. A gambro technical services (gts) field rep inspected the machine and found the inaccurate weight loss occurred during first two hours of treatment. During those two hours, dialysis solution used was 1149 ml less than replacement solution used, though the flow rates were set the same. Then, the weight loss was accurate. The service tech simulated two hour run, and found machine was within MFR's specifications.